Event description:
The customer's visiting nurse reported that the customer received an error message on their freestyle flash meter and was not able to receive readings. As a result, the customer experienced slurred speech, dizziness and nausea. The paramedics were called and treated the customer with glucose intravenously. The customer was transported to the hosp where she was admitted and diagnosed with severe hypoglycemia. The hosp continued her glucose intravenously and gave her additional medication for nausea. According to the visiting nurse, the customer was using expired test strips and may not have been using the meter correctly. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.